Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shut off while the pump was plugged into a power source to charge. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. At the time of the report with tandem technical support the customer had not addressed bg level. The customer continued to use the pump for insulin therapy. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.